Manufacturer narrative:
(B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 302832 and lot number 2298223. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
Additional information received. Kindly provide the date of event. The defect was discovered on or before 16may2024. Any adverse event or serious injury reported to patient or healthcare professional if yes, please provide the details. The defect was visually discovered prior to use and discarded, and therefore was not used. Material: 302832; batch#: 2298223. It was reported by the customer that a dark colored particle as found on the inner walls of the 30ml syringe on the external side of the black plunger. Verbatim: rcc received a complaint via email. Email(s) attached. A dark colored particle as found on the inner walls of the 30ml syringe on the external side of the black plunger. Material#302832. Lot#2298223. Comments on 04/06/2024 1. Kindly provide the date of event. The defect was discovered on or before 16may2024. 2. Can you share any physical sample or photo if available for investigation? If yes, please provide the address of the facility for us to ship the return label? See enclosed photo. 3. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. The defect was visually discovered prior to use and discarded, and therefore was not used.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material: 302832. Batch#: 2298223. It was reported by the customer that a dark colored particle as found on the inner walls of the 30ml syringe on the external side of the black plunger. Verbatim: rcc received a complaint via email. A dark colored particle as found on the inner walls of the 30ml syringe on the external side of the black plunger. Material#302832. Lot#2298223.